Manufacturer narrative:
Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test and force sensor test power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, power error alarm found at the long trace history file. The insulin pump had intermittent non-sleep anomaly. The insulin pump was received keypad overlay texture damage, missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.